Event description:
About a week ago, the patient reported a change in the sound quality, in addition to some soreness around the area of her temple. There is humming in the background, this is variable in loudness, along with popping noises and "whining" sounds. The implant appears to turn off at some points. These experiences are intermittent.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.